Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. It is likely that the patient fall is the largest contributing factor to the observed rod breakage. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done to replace a rod which had broken post-operatively due to a patient fall.